Event description:
Reportable based on device analysis completed on 04 sep 2018. It was reported that the device was stretched. A 10mm x 40cm interlock-35 was selected for use in the abdominal aortic aneurysm. During the procedure, interlock met great resistance when deployed and it could not reach the target vessel. The device was completely removed from the patient. The device was found stretched when it was retrieved by the physician. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, device analysis found the interlocking arm was detached. Device eval by manufacturer: a delivery wire, main coil and introducer sheath were returned. The coil and delivery wire arms were not interlocked, due to the interlocking arm of the coil was detached and it was not returned. The main coil was found stretched and residues of dry blood were noted in the coil fiber bundles. The introducer sheath was inspected and no visual defects were noted, the twist lock had been opened; however, several quantity of dry blood was found inside. Microscopic inspection of the delivery wire found the proximal end has a smooth surface. The interlocking arm was found kinked and the delivery wire was stretched near the interlocking arm. Microscopic inspection of the main coil found the zap tip has a smooth surface. The whole main coil was stretched, except a small section near the zap tip. Many of the fiber bundles were detached. The interlocking arm was detached from the coil and it was not returned.